Event description:
Approx 10 minutes into treatment, the pt developed facial flushing and laryngeal spasms. The pt was administered 4 mg bentelan and treatment was stopped; the blood in the extracorporeal circuit was not returned to the pt resulting in an estimated blood loss of 270 ml. Treatment was continued with another dialyzer; the pt was discharged home following the completion of treatment. The dialyzer was discarded and not available for analysis. The pt had a similar event the following treatment using a competitor's dialyzer. The treating physician believes the reactions were not dialyzer reactions rather caused by the pt's underlying medical condition and/or the medications that pt was taking.

Manufacturer narrative:
Add'l MFR narrative: the dialyzer was discarded and not available for technical investigation. No lot history record check and no complaint history file check could be performed as the lot number is unk.